Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, dings and scratches were noticed throughout the shaft. Also, it was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm, 33cm peek monopolar handle 33cm is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and reference. The 5mm peek multifunction handle passed insulation integrity test. However, IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation pulled awat from the tip.

Event description:
It was reported that the insulation pulled awat from the tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.